Event description:
User received low pt calcium results after installing a new reagent pack and calibrated starting on (B) (6) 2009. User stated they recalibrated the new pack and reran pt samples which resulted higher. A total of 39 pt samples were affected. Only the following 10 pt examples provided were discrepant which occurred on (B) (6) 2009. Each sample was repeated twice, the first repeat was performed prior to recalibration of the new pack and the second repeat was performed after recalibration of the new pack. Units of measure are mg per dl. Sample 1, initial result gave 8.9; repeats gave 8.9 and 9.7. Sample 2, initial result gave 8.8; repeats gave 8.8 and 9.7. Sample 3, initial result gave 8.3; repeats gave 8.3 and 9.1. Sample 4, initial result gave 8.7; repeats gave 8.7 and 9.7. Sample 5, initial result gave 8.9; repeats gave 8.3 and 9.1. Sample 6, initial result gave 8.9; repeats gave 8.9 and 9.8. Sample 7, initial result gave 8.7; repeats gave 8.7 and 9.5. Sample 8, initial result gave 7.1; repeats gave 7.1 and 7.8. Sample 9, initial result gave 7.6; repeats gave 7.6 and 8.4. Sample 10 was repeated four times. Initial result gave 13.7; first repeat gave 13.7. Sample was run on another p module giving 16.7 accompanied by a data flag, and repeated on same module giving 18.1. Sample was then repeated a fourth time on the original p module which gave 14.8. Of the erroneous results, only 10 pts results had to be corrected after verifying. User stated "they have no way of knowing if the pts were treated as a result of the low calcium values."

Manufacturer narrative:
The field service rep determined the calibrator was near expiration and caused a shift in calibration which lowered quality controls and pt results. The customer used fresh calibrator to recalibrate and performed pt comparisons with another p module. The fsr checked proper operation of rinse mechanism and fluidic adjustments, making minor adjustments to the r1 probe alignment and verified proper operation of all analytical mechanisms. He monitored instrument operation to verify analyzer was performing within specification.